Manufacturer narrative:
Product has not been returned. If product is returned or additional infomration received, a supplemental report shall be submitted.

Event description:
Customer observed leaking from the centrifuge pump during the priming procedure. There was no contact with the patient, and was replaced before the procedure started.

Manufacturer narrative:
Product was received and evaluated and a small leak was found. There was no patient involvement.

Event description:
Customer observed leaking from the centrifuge pump during the priming procedure. There was no contact with the patient, and was replaced before the procedure started.